Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. The reported issue with failing tests has been confirmed during evaluation of the provided problem description and service report. Device logs were not available for further analysis. It was found that o2 gas module was defective and the replacement was required. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 03/06/2018, corrected manufacture date: 03/07/2018.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).